Manufacturer narrative:
Stryker evaluated the device and verified the event code was logged in the device¿s memory. The event code was cleared from the memory of the device and thereafter did not return. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was retained by stryker. The cause of the reported issue could not be determined.

Event description:
During evaluation of the device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.